Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and left ventricular (lv) lead displayed an acute rise in pace impedance measurements. Shock impedance measurements were also reported to be greater than 200 ohms. There was loss of capture (loc) on the rv lead. An x-ray was performed where it was identified that the leads had fractured. The patient was reported to have an improved ejection fraction; therefore; no intervention was planned to be performed. There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information indicates that the patient underwent a surgical revision procedure. Both leads were noted to have damage/severed at the clavicular-first rib junction. The rv lead was surgically abandoned; a majority of the lv lead was removed but the distal tip was unable to be explanted. There were no additional adverse patient effects reported. There is no return expected.